Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance readings (dc-dc ode 7 and high), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had experienced an increase in seizures and that pt claimed that their device had stopped working. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. The pt underwent an exploratory surgery during which the generator/lead connections were verified as acceptable and the generator was tested separately from the lead with normal results. Two weeks later the pt underwent lead replacement surgery. Intraoperative device diagnostic testing of the new lead connected to the original generator was within normal limits. Lead break is suspected.